Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the material analysis, it was noted the component showed evidence of scratches, wear, subluxation and metallic transfer on the bearing surfaces. The root cause of the event could not be determined due to insufficient information.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2004. Subsequently, a revision procedure was performed on (B)(6) 2014 for an unknown reason. The acetabular cup and modular head were removed and replaced.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.